Manufacturer narrative:
Investigation description: complaint was confirmed. Engineering logs indicated multiple instances for alert 60. However, complaint could not be duplicated during testing. The device connected to the mobile app via bluetooth with no issues. The 'about ilet' menu was reviewed and displayed the bluetooth addresses correctly. The device was opened to inspect interior components; no abnormalities were observed. As a precaution, the hoverboard will be replaced during refurbishment.

Event description:
It was reported that the user's dexcom cgm would not connect to the ilet pump and a restart alarm 60 was observed in the device logs, consistent with an ilet alarm/malfunction. Symptoms included no reported clinical effects. Outcomes included no impact on health or medical care. Investigation included review of device logs and user troubleshooting and education. Investigation of this case revealed a device alarm indicating a pump restart with failure to maintain cgm communication, consistent with a pump alarm condition; no component-level failure was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.